Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was getting low flow with neonatal pad in use. Flow rate was 0.7 l/m. They had already disconnected and reconnected pad and was still getting 0.7 l/m. They ran diagnostics and flow rate was 2.8 l/m, inlet pressure was -10psi, and (cpc) circulation pump command was in 40% range. They reconnected pad and flow rate were still 0.7-0.8l/m. Baby had been on pad for days. Ms&s called back and someone else picked up and stated flow rate was at 1.9 l/m.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting low flow with neonatal pad in use. Flow rate was 0.7 l/m. They had already disconnected and reconnected pad and was still getting 0.7 l/m. They ran diagnostics and flow rate was 2.8 l/m, inlet pressure was -10psi, and (cpc) circulation pump command was in 40% range. They reconnected pad and flow rate were still 0.7-0.8l/m. Baby had been on pad for days. Ms&s called back and someone else picked up and stated flow rate was at 1.9 l/m.